Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation transistor q5 and processor u9 were shorted on the bedside board, causing the battery charger problem. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) female patient called zoll customer support to report that her battery charger was displaying "battery charger problem." The patient was issued a replacement battery charger/modem.